Manufacturer narrative:
No blood was observed on the device. The exposed portion of the soft cannula was observed to kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The formed needle, soft cannula, bottom housing and adhesive pad were inspected and no abnormalities were found that would contribute to the reported skin condition irritation. No other damages or defects were found that would result in a failure of the device to deliver insulin. The downloaded data showed no signs of struggle during the run.

Event description:
It was reported that the patient's blood glucose levels reached 402 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Patient stated that they had skin irritation.